Event description:
"Lead would not stay in place."

Manufacturer narrative:
Return device analysis reveals the lead is functioning as designed. No mfg defects could be found. Lead dislodgement is a recognized clinical event referenced in the device's labeling as a potential complication associated with lead implantation.